Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.